Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim discovered tubing had broken off at hub right prior to connection between tubing and cap while drug was running.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that discovered tubing had broken off at hub right prior to connection between tubing and cap while drug was running. One sample of a male luer end was submitted by the customer. No solvent seen on the inner diameter of the male luer connector body. The full assembly infusion set was not submitted. The customer complaint of tubing defective / damaged was not confirmed, however, separation was verified. The investigation was forwarded to the manufacturing location to determine the root cause for the failure. After investigation, the exact root cause of separation between tubing and male luer could not be determined since only a part of the set was returned by the customer. Although, the possible causes of separation could be related to an incorrect solvent application (lack/excess of solvent) by assembler or due to issues with the solvent dispenser or related to an incorrect use of fixtures by the assembler. A quality alert has been created to communicate the separation complaint and reinforce the correct production process. A device history record review for model 2426-0007 lot number 24099423 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.